Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 270 mg/dl, which was treated with manual injection. Blood glucose level by the time of the call was 200 mg/dl. During troubleshooting, the customer received another no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window.